Event description:
On (B)(6) 2012, pt reported experiencing hyperglycemia in the 300-400 mg/dl range and bent cannulas while using recalled infusion sets. Pt could not remember when this occurred. His normal blood glucose range is 100-220 mg/dl, and he switched to a different type of infusion set to decrease his blood glucose. There were no issues with the preparation, insertion, or removal of the infusion sets or with insulin leakage. The infusion sets were inserted manually, and he noticed the issue the same day as the insertion. The alleged infusion sets were discarded and will not be returned for eval. He did not require treatment from a health care professional or second party to address the issue. He has already switched to a different type of infusion set and is no longer using the recalled product.